Manufacturer narrative:
(B)(4). A maquet field technician investigated the unit. The technician confirmed the reported problem with the low flow on the patient side. The technician found a stop valve which was stuck in the closed mode. The valve was removed cleaned and reinserted. The device was re-tested, verified and calibrated to factory specifications. All tests were performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation still in progress. A maquet field service technician will investigate the unit in question. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during patient treatment the patient side was not circulating. (B)(4).